Manufacturer narrative:
A ge service rep performed an onsite investigation. The c-arm cable was evaluated and replaced. The sys was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the collimator iris wouldn't open. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.